Manufacturer narrative:
(B)(4). Date sent: 9/8/2023. D4: batch # 360c48. Investigation summary . The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with three gst60b reloads loaded on the device. The reload was received with no apparent damage and fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reloads were received fully fired. Also, the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance., according to the information received the gst60b reload reported damaged cartridge. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60b reload was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360c48, and no non-conformances were identified.,a manufacturing record evaluation was performed for the finished device batch number 360c48, and no non-conformances were identified. The small piece appeared in the operating field we don't know where it may have come from. The metal tray of the cartridge is not separated from the plastic part of the magazine the patient has no particular follow-up since the small morsels have been recovered the consequence is a longer operating time since it was necessary to recover the pieces.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested and the following was obtained: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? The small piece appeared in the operating field was the plastic portion of the cartridge damaged? We don't know where it may have come from. Was the metal cartridge pan separated from the plastic portion of the cartridge? The metal tray of the cartridge is not separated from the plastic part of the magazine is the current patient status known? The patient has no particular follow-up since the small morsels have been recovered was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The consequence is a longer operating time since it was necessary to recover the pieces this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, a little piece of blue plastic part was identified in the operating room. The surgeon could remove this piece during the intervention. Several reloads had been used: it was impossible to identify the origin of this piece. No patient consequences reported.